Event description:
A malfunction was reported with a code displayed as malf 16. There was no adverse impact to the customer's blood glucose level. Customer support planned to replace the pump as it was still under warranty, and the customer would use multiple daily injections (mdi) as backup therapy to maintain insulin delivery. Instructions were provided on how to put the pump into storage mode and return it using a prepaid label, which the customer understood and acknowledged.